Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye identified a cracked main body. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was cracked. This event occurred during use with patient involvement. The minicap transfer set had been in use for about one (1) week. There was no patient injury or medical intervention associated with this event. No additional information is available.